Manufacturer narrative:
Device information updated.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported the patient had a lead revision done on (B)(6) 2014 after they had fallen from a stool. The lead was replaced. No further specific information, including symptoms was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).